Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor called to report that the customer was experiencing site issues. Customer's doctor stated that there was extreme swelling at the site and on the customer's face. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.